Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved reported the resistance was suspected to be caused by damage to the distal end of the catheter. The surgery was completed by performing the replacement of phenom27+ new ped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent and marksman catheter encountered resistance at the distal site, and that the catheter was damaged at the distal end, with suspected accordion damage. The patient was undergoing treatment of a dissected, unruptured aneurysm of the left vertebrobasilar artery with a max diameter of 4.2 mm and a 24 mm neck diameter. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with 5m diameter. The landing zone was 3.9mm distally and 3.8mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was not graded. It was reported that the pipeline embolization device (ped) delivery was obstructed at the distal end of the marksman catheter. Both the ped and the marksman catheter were withdrawn together, but the implant could not be smoothly deployed or removed due to significant resistance. The implant remained stuck within the marksman catheter and could not be extracted. It was contradictorily stated that the pipeline did not become stuck. The pushwire was not damaged. The angiographic result post procedure showed that the stent attachment was good. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned outside the marksman catheter. However, the pipeline flex braid was returned stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from `31.0cm to ~28.5cm from distal end. The marksman catheter tip and marker were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during retrieval as the pipeline flex device and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damages seen on the catheter body (accordioning/flattening), and pipeline flex braid (fraying); hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.